Event description:
It was reported the pt's scs ipg is no longer functional. Attempts at communication using additional external devices did not resolve the issue. Surgical intervention will be taken at a later date to resolve the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.